Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported that the "clinical staff stated the monitor did not alarm at the central but it alarmed at the bedside". There was no report of pt involvement.